Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated parathyroid hormone (ipth) result while using the architect ipth assay. On the architect i1000sr analyzer. The customer indicated that a physician questioned an increase in initial results. In the one example provided the specimen generated an initial result of 243 pg/ml (customer reference range 15.0 - 65.0 pg/ml). Upon retest, at a quest laboratory, a result of 161 pg/ml was generated. No adverse impact to patient management was reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative (fsr) completed troubleshooting of the instrument. The fsr replaced the probe and then performed calibration and ran controls. Calibrations and controls were within range. A precision test was also performed with accurate results. There were no additional discrepant results reported on the analyzer and the probe was determined to be the likely cause for the issue. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i1000sr analyzer, list number 01l86, was identified.